Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms occurring while connected to the mobile power unit (mpu) was not confirmed as the reported event was not reproduced during testing of the returned mpu and no atypical alarms were observed in the submitted log file. The returned mpu (serial number: (B)(6)) was evaluated by service depot alongside known working test equipment and connected to a mock circulatory loop for two days, and the mpu successfully supported the system without any issues or atypical alarms produced. A full functional checkout was performed and the unit passed all steps of testing without any issues. The serviced and tested unit was returned to the customer site after passing all tests per procedure. A log file was submitted for review and data from the event date of 05sep2025 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed within the low-speed limit without issue throughout the timespan. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mobile power unit ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 07aug2025. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a sustained mobile power unit (mpu) alarm in the morning, which persisted even after disconnecting from mpu and going on batteries. Ther were no alarms from during device initial interrogation at clinic. Upon visual inspection, no mpu damage was observed, all parts were intact, and mpu service light was not illuminated. Log files were submitted for review. The event log file captured clusters of pulsatility index events as well as routine power source changes. No unusual controller alarms or any abnormal pump faults were seen in the log. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the cause of the alarms was unable to be identified. The alarms could not be replicated in clinical setting, but it was said the alarms resolved once the mpu was unplugged from wall outlet. That instance occurred over the phone with the patient.